Event description:
It was reported that increased pacing lead impedance measurements were observed. The patient will continue to be monitored at this time.

Event description:
The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Clavicle crush damage was noted at 27.6-27.9cm from the connector pin. The inner coil and svc conductor were fractured/separated at this location, consistent with the field observation of high pacing lead impedance.